Event description:
Pump was reported to have experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was unable to load a cartridge successfully, even after trying a second one, leading to decision to replace pump. Cts provided instructions on various troubleshooting steps and confirmed customer would transition to multiple daily injections as a backup therapy. A replacement pump was arranged, and customer received guidance on storage mode and return process for faulty pump.